Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.

Event description:
It was reported that the insulin pump was exposed to moisture and the device had a blank display. Also, the customer stated that moisture under the display was noticed. No further information was provided.